Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level under 30 mg/dl. Cause of bg level was not known. Reportedly, "customer was unconscious" and was driven to the emergency room (ER) by a family member. In the ER, customer was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.